Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of coronary artery occlusion resulting in unplanned intervention (percutaneous coronary intervention (pci) and thrombosuction) was assessed as unknown related to the evolut r valve and delivery catheter system (dcs). There was no indication that the valve frame was occluding the coronary artery (ca) and the cause of ca occlusion was thrombosis. Hemodynamic instability occurred after valve deployment which may have caused the thromboembolism but cannot be confirmed. Upon review of the information provided, the secondary event of death is assessed as unknown related to the evolut r valve. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut r valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: media files were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review and images have been added below. Patient annulus perimeter was 68.3 millimeter (mm) with a perimeter derived diameter of 21.7 mm suggesting a 26 mm evolut. Sinus of valsalva (sov) mean diameter was greater than 27 mm and sov heights were greater than 15 mm meeting the minimum criteria for the 26 mm evolut. Patient¿s anatomy was unremarkable. After deployment of the evolut, a post transcatheter aortic valve replacement (tavr) coronary angiogram was performed and confirmed no perfusion to the left coronary. Post tavr coronary re-access was achieved restoring some flow to the left coronary with evidence of possible thrombus appears to be present in the left coronary artery. Post tavr coronary intervention was performed to the left anterior descending (lad) and circumflex arteries restoring coronary flow. Post angiogram reveals perfusion to both coronaries with possible poor flow to the right coronary artery. Despite post tavr intervention, it was not clear the time it took to restore coronary perfusion. Of note, coronary occlusion, myocardial infarction, and death are listed as potential adverse events in the evolut¿ r system IFU. Per the IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. As reported, the coronary occlusion and hypotension were due to thrombus. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. With the limited information available, a conclusive root cause cannot be determined. Per the medical safety assessment, hemodynamic instability occurring after valve deployment may have caused the thromboembolism, but this could not be confirmed. Cardiac arrest is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. As reported, the death was due to the cardiac arrest. Per the physician, the delivery catheter system (dcs) and the valve can both be excluded as a contributing factor in the patient's death. However, this could not be confirmed from the information available. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5: additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the valve was implanted into the patient's native annulus. Once the 14 french sheath was introduced, heparin was administered. The patient's act (activated clotting time) levels were being monitored every 30 minutes. The act level at the time the thrombus was noted was 260. The procedure was noted to have taken 5 hours. It was reported that the patient arrested twice. They first arrested while in the cath lab and later arrested "again" while in the intensive care unit (ICU). Resuscitative measures were used. The patient was intubated and fem-fem bypass extracorporeal membrane oxygenation (ECMO) were performed. Per the physician, the delivery catheter system (dcs) and the valve can both be excluded as a contributing factor in the patient's death. It is unknown if the death was caused or contributed by the patient's underlying medical history, it is unknown if the patient had any pre-existing coagulopathy issues, other blood disorders, or medications.

Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the patient underwent a coronary artery angioplasty. A lesion was observed in the left circumflex artery (lcx) and was repaired. It was noted that based on the patient's annular perimeter, the patient was sized for a 26mm valve. The patient's baseline mean gradient was 45 mm hg. A pre-implant balloon aortic valvuloplasty was performed with a 16mm non-medtronic balloon. The delivery catheter system was inserted and advanced. Upon 2/3 deployment, the valve implant position, depth, and the coronary artery flow was assessed via both the left anterior oblique and the right anterior oblique views. The valve was fully deployed and the patient's blood pressure began to drop. Upon evaluation, the left main ostium was occluded due to thrombus. This was determined to be the likely cause of the hypotension. The ¿chimney technique¿ was performed; however, blood flow was only observed in the left main coronary artery. There was no blood flow in the left anterior descending (lad) and the lcx areteries. The patient was emergently placed on extracorpore al membrane oxygenation (ECMO) with femoral-to-femoral cardiopulmonary bypass. A thrombosuction was performed in the lad and lcx arteries and an intracoronary medication was administered. A stent was placed in the lad and the lcx to restore coronary circulation. It was noted the patient's act level was maintained above 250 seconds throughout the procedure; the cause of the thrombus formation is unknown. Following the procedure, the patient remained on ECMO and was transferred to the intensive care unit (ICU) with a blood pressure of 130/70 mm hg. Four hours post-operative, the patient arrested "again" in the ICU; however, resuscitative measures were unsuccessful and the patient died. The cause of the cardiac arrest is unknown. The cause of death was cardiac arrest.